Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had uncomfortable stimulation. Stimulation was not currently on during the call. This was verified with the implantable neurostimulator recharger (insr). The patient was currently charging their ins as it was at ¼ battery. The loss of therapy was due to low implantable neurostimulator (ins) battery. The patient programmer showed that they needed to charge the ins. The patient was going to turn stimulation on after the ins was past ½ charged. The patient stated that when the ins was charged and turned on the stimulation was too high and way too strong. The patient could not control it. The patient stated that they needed to have stimulation adjusted and reprogrammed. After surgery the patient never had the implant adjusted. After charging their ins, the patient called back and reported that the ins was fully charged and they were able to connect with the patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.